Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A balloon tear-leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a moderately calcified, proximal, left anterior descending artery (lad) stenting procedure, a xience pro stent delivery system (sds) was advanced to the lesion, and prior to inflation, the hemostatic valve was opened and there was blood found in the sds lumen; therefore, a balloon leakage was suspected and the xience pro sds was removed. A non-abbott sds was used to successfully complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.